Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for ground bond failure: measurement = 0.109 ohm (low limit: 0.001 ohm and high limit: 0.100 ohm). See referenced master complaint (B)(4). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.109 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post and resistance was 0.002 ohms. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. Assignable cause for the rite failure of ground bond failure was undetermined. The device will be sent for servicing.